Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor did not communicate properly with the transmitter. Customer reported that after removal, they noticed that the sensor did not have a needle or an electrode. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings.